Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received an inappropriate shock due to noise and t wave oversensing, with a noted changing morphology. Data was sent for a technical services review and assessment, as which time it was suggested the observation could be due to the implanted location of the device. To date, no system changes have been reported and no resulting adverse patient effects due to the shocking event were indicated.